Event description:
It was reported to philips that the allura xper fd20 biplane could not properly start up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the available information, the system was not in clinical use when the issue was identified. A philips service engineer inspected the system onsite and analyzed the log file. The log file showed that the flexvision pc could not communicate with the host pc. The engineer replaced the flexvision pc and the system was returned to use in good working order. The engineer replaced the flexvision pc and the system was returned to use in good working order. Codes were updated as per the investigation outcome.